Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that false pause episodes were observed on the implantable cardiac monitor. The device had exhibited intermittent under-sensing. Programming changes were made and the device remained implanted. No symptoms were reported.